Event description:
Baxter mexico reports a leak at "the moment to start the process, after to install" with the transfer set. This was noted during use with no patient injury or medical intervention reported by the complaint coordinator.